Event description:
It was reported that the implantable cardioverter-defibrillator exhibited a failure to interrogate. No resolution was taken. Patient status is unknown.

Event description:
New information indicates there were no patient consequences.